Event description:
During follow-up, myopotential oversensing was observed on the device. Provocative testing was performed but the myopotential oversensing could not be reproduced. No further intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.